Event description:
An endurant stent graft system and another manufacturer¿s device were implanted for the treatment of an abdominal aortic aneurysm. It was reported that when the distal tip was removed, the backend wheel was rotated and it was split into two in the middle of rotation. Docking seemed to be completed with fluoroscopic image, and it was removed outside of the patient body. It was observed and confirmed a few millimeters of a small gap, and it was incomplete docking. There was no damage to the vessel. The patient will be monitored by the physician. No clinical sequelae were reported. The physician commented that he didn¿t intend to rotate the delivery system forcibly, but it was split into two in the middle of rotation. When the delivery system was removed outside of the patient body, a few millimeters of small gap was confirmed. Then, it seemed to be incomplete docking. Fortunately, there was no dissection.

Manufacturer narrative:
(B)(4).